Event description:
It was reported that the customer experienced a high blood glucose (bg) level of approximately 600 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. The infusion set was changed, the customer drank water and coffee, and took a supplement from herbalife to address bg level.

Manufacturer narrative:
Device not returned.